Event description:
A 4.5mm cannulated screw 68mm implanted for a right distal humerus medial condyle & right elbow capsular contracture, broke post operatively when the patient was arm-wrestling with his brother. Follow-up x-ray taken noted the broken screw. During the revision procedure the broken screw was removed and a new 4.5mm cannulated screw was placed.

Manufacturer narrative:
Synthes is unable to determine the manufacture site or the manufacture date without a lot number. No investigation could be performed, no conclusion could be drawn as no device was returned.